Event description:
It was reported there were deviations with leak testing and the sequence of brushing during reprocessing of the gastrointestinal videoscope. The deviations were discussed with the staff members and corrections were made. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results the legal manufacturer's final investigation and associated h6 coding. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. An olympus endoscopy support specialist went on site to perform a reprocessing in-service with the users. During observation of the staff performing reprocessing, deviations were noted with leak testing and the sequence of brushing. These deviations were discussed with the staff and corrections were made in real time. Based on the results of the investigation, root cause was determined to be a use issue regarding performing reprocessing according to the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The suggested event is preventable by handling in accordance with the instructions provided in: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.